Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 3 patients from coaguchek xs pro meter compared to the laboratory result. The meter serial number was not provided. Of the data provided, there were discrepant inr results for 2 patients. For patient 1 the result from the meter was 6.2 inr and the result from the laboratory was 3.2 inr. For patient 2 the result from the meter was 4.2 inr and the result from the laboratory was 2.4 inr. There was no allegation of an adverse event. Retention test strips (272170) were tested in comparison to masterlot # 28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.